Event description:
Additional information received reported that when contacted for follow up information, the healthcare professional was unaware of the event.

Event description:
It was reported that the patient experienced a loss of therapeutic effect and urinary retention on and off for the last few months. It was also noted that the patient had felt the stimulation as much over the past 2 months or so. There were no reports of trauma or falls associated with the onset of the event. It was also noted that the patient had a shocking sensation from their implantable neurostimulator (ins) when a family member tried to turn on the stimulation this morning. It was noted that the patient may have sat on the ins "funny." They were unable to turn the device back down due to a poor communication between the programmer and ins. With the assistance of the company representative, the patient was then able to turn the amplitude down from 3.5 volts to 3.3 volts when it was noted that the stimulation was comfortable. It was reported that the patient had tried both programs 1 and 3 but found program 2 to be the best. The patient was going to assess the therapeutic response at this setting. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
Product ID 3889-28, lot # v567767, implanted: (B)(6) 2011, product type lead; product ID 3037, serial # (B)(4), product type programmer. (B)(4).